Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the lcd display color cable. The lcd display color cable was replaced to resolve the report. The device was recertified and retuned to the customer. Analysis for report of this type has not identified an increase in trend.